Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer stated insulin pump did not warn that blood glucose was dropping until sensor glucose level reached 40 mg/dl. Customer treated low blood glucose level with food. The customer did experienced the symptoms such as shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness, fatigue. Customer¿s current blood glucose level was 62 mg/dl. Customer stated they went into an x-ray while wearing the pump. Insulin pump did pass displacement test. Auto mode feature was active at time of low blood glucose event. Customer had been using the insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.